Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump indicated 6.8 ml remaining however the pump stated no volume left in the cassette after running over 46 hours. Per reporter residual volume was: 102 ml, rate 2.2 ml.hr and finished approximately 3 hours early.

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump indicated 6.8 ml remaining however the pump stated no volume left in the cassette after running over 46 hours. Per reporter residual volume was: 102 ml, rate 2.2 ml.hr and finished approximately 3 hours early.